Event description:
It was reported that upon reviewing a routine chest x-ray, a previously placed vena cava filter was found to have one of the arms disconnected from the apex of the filter and located slightly above the filter. Although the arm appeared to have disconnected from the apex of the filter hub, it had not migrated away from the filter. The physician proceeded to successfully snare the fractured arm. He then successfully retrieved the filter. The pt was not symptomatic before or after the placement or removal of the filter and the fractured arm. No reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.